Manufacturer narrative:
Additional information sections: d10, g4, g7, h2, h3, h6, h10. The reported event of an amplatzer cribriform occluder deforming with an unknown shape could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 30 mm cribriform device was selected for a procedure. The form an unknown shape in the left atrial disc. The patient is stable through out and post procedure. There was no clinically delay in the procedure. There was no patient consequences.